Event description:
Customer called to report a bloody leak coming from the aspiration probe of the unicel dxh 800 coulter cellular analysis system. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak. No death or injury is attributed to this event and there was no change to patient treatment. The operator was wearing a gown, gloves, and goggles at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The field service engineer (fse) inspected the instrument and identified the leak as originating at the nucleated red blood cell (nrbc) mixing chamber, which overflowed due to stopper debris clogging the drain. The leaking fluid filled the tray and spilled onto the specimen transport module (stm) where it was dragged by the cassette to the area beneath the aspiration probe, giving the appearance that the probe had been leaking. The fse replaced the nrbc mixing chamber and verified the repair per established procedures; the results met published performance specifications.

Manufacturer narrative:
The root cause of the leak is attributed to stopper debris clogging the drain of the nrbc mixing chamber. The fse resolved the issue with the services described. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)